Manufacturer narrative:
The product was not returned for evaluation. We are unable to determine if any product malfunction or other product condition could have contributed to the reported hypoglycemia and hospitalization. No lot release records were reviewed because no product lot number was reported. Omnipod insulin management system ¿ user guide: model: ent450; 17845-5c-aw rev a 10/17. Checking your blood glucose 4 / page 35: warning: test results below 3.9 mmol/l mean low blood glucose (hypoglycemia). Test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). If you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 117), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider. Living with diabetes 9 / page 121: hypoglycemia can occur even when a pod is working properly. Never ignore the signs of low blood glucose (no matter how mild). If left untreated, severe hypoglycemia can cause seizures or lead to unconsciousness. If you suspect that your blood glucose level is low, check your bg level to confirm. Living with diabetes 9 / page 123: frequent blood glucose checks are the key to avoiding potential problems. Detecting low blood glucose early lets you treat it before it becomes a problem.

Event description:
The patient reported that he tested his blood glucose (bg) levels 30 to 50 times a day and within 30 minutes his bg levels dropped from 15 mmol/l (270 mg/dl) to 5 mmol/l (90 mg/dl). The pod was then removed and he was transported to the hospital via ambulance. At the hospital he was diagnosed with hypoglycemia and anxiety. They treated the patient with glucose tablets or with glucose gels. He stayed in the hospital overnight. Pod worn on abdomen for an unspecified amount of time.